Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse troubleshot the instrument and cleaned the ise lines, repaired the flanges of the connectors on the controller area network (can) side, degasser side, and dispensing side. The cse confirmed that there was an issue with the entire ise module and installed a new ise module at the customer site. Upon installation, the cse also noted that an issue with the dilution electric pump valve (depv) and replaced it. Siemens concluded that the cause of this issue was due to the ise module. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant potassium patient result was obtained on an advia 1800 instrument. The initial result was reported to the physician(s), and did not match the historical test result. The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). The customer stated there was a delay in patient treatment. There are no known reports of adverse health consequences due to the discordant potassium result or the delay in patient treatment.